Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump miscalculated a bolus. The customer's blood glucose (bg) level was 257 mg/dl. Tandem technical support provided additional training in regards to bolus deliveries. Reportedly, the customer continued to use the pump for insulin therapy.